Manufacturer narrative:
Method - device not returned, follow up with representative.

Event description:
It was reported that a post market clinical study patient underwent a kyphoplasty procedure on level l2. A cement extravasation in the inferior end plate to level l2 was noted. There were no patient complications. No additional information was reported.